Event description:
It was reported that two (2) patients sustained small superficial burns to the lip and underarms following hair removal treatment with the lumenis lightsheer laser. It was further reported that the patients had fully recovered with no medical intervention required to preclude permanent impairment.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufactured specifications. No device malfunction was observed. An evaluation of the reported event details by a lumenis healthcare professional concluded the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling.